Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead showed evidence of being dislodged and falling into the right ventricle (rv) as the presenting strip showed ra lining up with the rv channel. This right atrial (ra) lead was repositioned at a surgical intervention. There was no affection of the right ventricular (rv) lead. Several days later, the right atrial (ra) lead was explanted at another surgical procedure due to a new dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Lead analysis was concluded. Helix was retracted. Noted dried blood/body fluid in helix housing and tip region, this is normal for ingevity. The dislodgement allegation was not confirmed. Lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. Lead passed continuity, and hipot tests. The conductor coils were noted to be deformed.

Event description:
It was reported that this right atrial (ra) lead showed evidence of being dislodged and falling into the right ventricle (rv) as the presenting strip showed ra lining up with the rv channel. This right atrial (ra) lead was repositioned at a surgical intervention. There was no affection of the right ventricular (rv) lead. Several days later, the right atrial (ra) lead was explanted at another surgical procedure due to a new dislodgement. No additional adverse patient effects were reported. The lead has been returned for analysis. Lead was evaluated and passed all tests. The initial allegation was not confirmed by the product analysis.